Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that after use of the bd vacutainer® serum blood collection tubes the stopper would come off the tube. This occurred on (B)(4) separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: close the tube apart at the time after filled with blood specimens. To use open prefilled, transfer from syringe to the lid and open the lid first. The phlebotomist performs venous puncture using a syringe. At the time of transfer from the syringe into the tube the technique they use is to open the lid of the tube and then blood is flowed from the syringe through the tube wall. After that the tube is closed again.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® serum blood collection tubes the stopper would come off the tube. This occurred on 38 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: close the tube apart at the time after filled with blood specimens. To use open prefilled, transfer from syringe to the lid and open the lid first. The phlebotomist performs venous puncture using a syringe. At the time of transfer from the syringe into the tube the technique they use is to open the lid of the tube and then blood is flowed from the syringe through the tube wall. After that the tube is closed again.